Manufacturer narrative:
Evaluation summary: an evaluation was conducted upon receipt which confirmed that the pump was non-functional. Analysis of the pump found evidence of blood in the lower housing of the pump, as well as damage to the internal bearing components which resulted in the pump failure. Such damage has been previously demonstrated to result from loss of infusion flow through the bearing portions of the pump. The cause of the loss of infusion flow could not be established.

Event description:
The clinical staff of the hospital contacted cardiacassist to report that a pump had stopped after approximately 8 days of use. Prior to the failure, it was noted that the staff had difficulty changing the infusion assembly and that the infusate flow to the pump had been stopped for an extended period of time. It was also observed that the pump current had increased after the difficulties in changing the infusion assembly and was continuing to rise. The staff was preparing to change the pump when the controller alarmed and the pump stopped. The pump was replaced and restarted, and the patient was reportedly not adversely impacted by the brief interruption in support.